Manufacturer narrative:
An evaluation of the returned components confirmed the reported leak in the priming bag. The manufacturing site for this component has been notified and is investigating the issue to prevent future occurrences. (B)(4).

Event description:
On (B)(6), a territory manager received a text message from a hospital representative stating the hospital had experienced a leak from "the seal on bottom" of a venous reservoir bag utilized as a priming reservoir. The territory manager retrieved the bag and prepared to return it to the manufacturer. It has not had blood exposure.